Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that at the time of bolus they got a no delivery alarm. Customer states the insulin did not exit. Customer states they were unable to exit the preparing to prime loop. Customer stated that they heard the beeps but no numbers on screen during prime. Customer declines troubleshooting for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and prime or fill anomaly noted.